Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/15/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic, which is consistent with a lens that was handled prior to insertion. A detached haptic was observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. Dc-uncontrolled delivery and dc-device partially delivered cannot be confirmed, because the lens was received outside/without a cartridge tip for evaluation. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zlb00 intraocular lens(iol) was partially inserted into the patient's left eye, but due to premature lens advancement the lens had to be removed and was replaced with a backup lens of the same model and diopter. There was no patient injury, incision enlargement, unplanned suture or vitrectomy. Additional details received confirms that uncontrolled delivery of lens into the eye took place. No further information available.